Event description:
(5/6 reference (B)(4) for all attachments and related complaints) (documenting admin. Set 3 of 4). It was reported that the pump was under delivering drug. Two pumps were found under infusing on two patients. The relationship of serial number to patient is unknown at this time. Cassettes also available for return. The customer requested a repair of the pump. Two additional cassettes were used for testing which are also available for return. Testing results confirming underinfusion can be seen in attachment "(B)(4) cnc acute pain service report_ pca volume trial.pdf." Cassettes were labeled as follows; 0? Cassette used during the incident with pump sn: (B)(4), 1? Cassette used during the incident with pump sn: (B)(4), 2 and 3 were used in further testing. Two sets of testing results are attached: one recorded by the customers cnc acute pain service. Another recorded by bme.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that no damage was found on the components. There was no evidence of the error or reported problem recorded in event history log. The sample was set for accuracy testing, of which one of the samples failed the test, thus, the failure mode reported was confirmed. A corrective action preventive action (CAPA) was opened in 2019 which reported that inadequate process controls for tube arch height and tube placement have allowed pump tubes on disposable to have too low a tube arch and to not be centered. Tight and misaligned pump tubes have resulted in reduced fluid delivery. By way of corrective action, the following were done - improve manufacturing method to introduce range plates into production process for assembly pump tube and implement new inspection step using new equipment in production process. The source of the problem was traced to manufacturing., corrected data: correction: g5 PMA/510(k): k040636.